Manufacturer narrative:
Investigation conclusions: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Reported one false positive flu result for one patient. Flu type a or b not specified. No confirmatory testing completed. The site is testing symptomatic and asymptomatic (off-label) patients and did not specify the symptoms for this patient. The customer also communicated nineteen additional patient events that are captured in separate reports.